Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed or compromised force sensor system during basic occlusion test due to faulty fsr (gold). Unable to perform prime or compromised force sensor system test, occlusion test or excessive no delivery test due to or compromised force sensor system alarms.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 262 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.